Manufacturer narrative:
The lead was returned with no complaint reported event. Failure event was observed during analysis. As received, only a connector portion of the lead was returned in one piece for analysis. Visual inspection of the lead found full breach outer insulation degradation exposing the outer coil proximal to the connector boot. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.